Event description:
The complaint/event involved a 14" (36 cm) set de extensión con filtro de 1.2 micras, microclave¿ clear, pinza, luer giratorio. The filter of the device reportedly leaked from the blue part requiring the replacement of the 'filter'. It was verified that no line was pinched, and a flush was then performed through the filter's "y", using a 5-millimiter pre-filled syringe. The treatment was set up in the following manner: parenteral nutrition was installed, and the catheter line was permeabilized with saline solution. When the infusion pump started, it triggered a distal occlusion alarm. There was no patient harm as a result of this complaint/event.

Manufacturer narrative:
The device is not available for investigation as the customer has discarded it. A review of the device history record is pending. Reporter (full) phone: (B)(6).

Manufacturer narrative:
Investigation summary no lat-mc330310 product samples, videos or photographs were returned for investigation. The device history record was reviewed and there were no non-conformances found that would have contributed to the reported complaint. A probable cause cannot be identified based on the information that has been provided.